Event description:
It was reported that the tip is worn and partially broken off the stardrive shaft, the rod bender has an issue with the spring portion becoming loose, the matrix simple persuader is sticky and difficult to release, the locking holding sleeve's tip is deformed where the device threads into the screw and the ratchet handle does not grip easily. The events are not part of any specific case and there is no patient involvement. This is 1 of 4 reports for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing evaluation reported the screwdriver was received with a damaged tip, ~ 0.75 mm has broken/worn off one lobe. Another lobe is cracked but still intact. Two additional lobes between the broken and cracked lobes are worn. The remainder of the driver is in good condition. The raw material type is specified as x15tn per drawing ps027359 rev. A. The raw material is x15tn measured using the gage niton06. The raw material type is conforming. The hardness is specified at 56-60 hrc per inspection sheet ns025352 rev. C. The hardness was measured as 56 hrc using z011. The hardness is conforming. The star-drive taper depth is specified as 1.04/1.24 using gt-15173-25 per inspection sheet ns025352 rev. C. The taper depth was measured at 0.80 using gt-15173-25, ID ag2111. The taper depth is not to specification due to the damage of the tip noted in the as received condition; the taper depth feature cannot be measured properly due to the tip damage. The visual inspection of the returned device performed as part of the product development evaluation reported the received driver show distal tip damaged. One (1) t25 star-drive shafts 03.632.072 (lot #7257131) was received. This instrument is part of the matrix (deformity/degenerative) spine system. The applicable technique guides and related literature (reference #j9698-d, j9699-d and j9700-d) were reviewed. The matrix spine system includes several alternative matrix t25 drivers besides the device reported. The surgeon uses a t25/6 mm hex coupling driver (received driver) for screw insertion, final tightening and removal of the matrix locking caps. These technique guides included cautions and recommendations associated with tightening, loosening or removing locking caps (¿never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient.¿). The received driver show distal tip damaged. The tip is worn out, some lobes are chipped and splines are and with burrs. It is likely that an off axis loading contributed to the failure of this driver. A review of the applicable tabulated driver drawing (03_632_002/072 revision a) was performed. This drawing call out the appropriated dimensions, material (x15tn) and finishing processes for a successful device design. The device was found to be adequate for its intended use. The locking cap (04.632.000) dictates the use of this device. Based on the evaluation results, it is not clear how the condition was caused however the design of reported device was found to be adequate for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.